Manufacturer narrative:
The technician connected the communication cable to resolve the issue.

Event description:
The account alleged the nurse call was not functioning from the side rail of the bed. No patient impact.